Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. When the subject device was returned to olympus for evaluation, an additional adverse event with the peeling on the image guide snake tube coating was found. Based on the results of the investigation a definitive root cause could not be determined. However, it is likely that coating on the insertion tube was peeled off due to stress of repeated use, external factors or handling of the device. Additionally, it is likely that image did not show up when the distal end was angulated due to a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. The suggested event "peeling off the coating / marking disappearance on the insertion section (greater than or equal to 1 x 1 mm2)" is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.3 inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. The suggested event of "no image" is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope screen could not be seen when the tip angle was adjusted. The issue occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the reported issue was confirmed. In addition, the evaluation found image guide snake tube coating was peeled. Should additional relevant information become available, a supplemental report will be submitted.